Event description:
Reportedly, the device continuously prompted connect electrodes, and an analysis of patient ECG could not be performed as a result. An als crew arrived on scene and connected a lifepak 12 defibrillator/monitor to the pt. The pt was diagnosed with an asystolic ECG. The reporter stated patient outcome was not affected by the discrepancy, based upon a lack of patient viability.